Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since no damage/defect on the distal tip was observed, it could not be determined if the scope caused or contributed to the reported incident. The event can be detected/prevented by following the instructions for use (IFU) which state: "perform the following before using the instrument¿do not use if damage is found. Visually inspect, and feel with fingertips, the entire surface of the shaft (including distal tip) for dents, protrusions, or other irregularities." "Avoid using excessive torque/force on the endoscope, as patient injury and possible damage to the instrument could result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation of the returned device, it was found that the distal tip had minor dents and scratches, but no sharp edges were observed. There were minor scratches on the outer tube, and debris was found in the optical system and under the eyepiece glass. The complaint of "damage to distal end" was not confirmed during the evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a cystoscopy/ureteroscopy with stent exchange, while using the rex 6.9fr ureteroscope, 43cm, the surgeon stated that the distal tip was damaged/broken and had a sharp edge that created a ureteral mucosal avulsion. It was stated that the tip accordioned up the urethra. The patient required extended stenting. The procedure was delayed, and ultimately cancelled. It was clarified that no part of the scope broke off into the patient. The patient outcome was stated to be "so far so good."